Event description:
This report summarizes 5 malfunction events, where it was reported there was an inaccurate scale.  There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced the issue of the footboard being inoperable, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 3 devices were inspected in the field but the issue was confirmed; however, no defect or malfunction was found. The issue was the result of use error as the scale was not properly zeroed before use. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported there was an inaccurate scale. There was no patient involvement.